Manufacturer narrative:
The investigation for the reported low pump flows and positioning issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Data log review shows a sudden spike in motor current, followed by an abrupt drop in flows and loss of motor current pulsatility. The placement signal was still aortic, causing an impella in aorta alarm. Based on the log review, the cause of the low flow is most likely ingested biomaterial. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that an impella cp pump lost flow during support and alarmed for positioning in the aorta when it was not in the aorta. The team replaced the pump and support was continued with the new pump. There was no reported patient harm.